Event description:
The user facility in (B)(6) reported "cutter stopped cutting. Pt contact. No pt injury. There was a 3min delay in surgery." No add'l info was provided.

Manufacturer narrative:
The device has not been received for eval at this time. A supplemental report will be filed should the device become available for investigation. The sterilization and lot history records were reviewed and found to be acceptable.